Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The aware date should be 02-apr-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and could duplicate the user¿s report. The otv terminal of the device was deformed and the claw of the otv terminal was bent. Record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the otv terminal of the device was broke by accident.

Event description:
During the check of the delivery of the device, the light source cable could not connect to the device. The light source cable cannot be secured to the device and the light source cable disconnects from the device. Other detailed information was not provided. There was no report of patient injury associated with the event.